Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to shock a patient, a service indication appeared. The device user, a nurse, advised that their device was being used as the external ¿3rd shock¿ in a sequence where the patients internally implanted aicd was being tested (dft). The customer's device was utilized to shock the patient twice (2x), once at 50 joules and again at 100 joules.  Following the second shock, the nurse noticed that the maintenance light illuminate and heard an audible beep come from the device. The nurse then powered the unit off, then on again and the maintenance light did not return. The device was not needed for any further treatment of the patient. The patient, an (B)(6) male, survived the event with no adverse effects as a result of the reported issue. Following the patient event, the facility's biomedical engineer evaluated the device and observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.  According to the biomedical engineer, the code had been logged by the device at/around the time of the aforementioned patient event.

Manufacturer narrative:
Physio-control provided the customer with a replacement device.  Physio-control evaluated the customer's device and verified the reported issue occurred intermittently. Physio observed that the reported event code was logged in the device's memory following a failure to deliver defibrillation energy.   Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.  When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.